Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts stretched and distorted almost across its entire length. The damage is less severe at the distal and proximal edge. The crimped stent was detached from balloon and returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00mmx28mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use. However, while prepping the device, the stent came off the catheter. The procedure was completed using another synergy stent. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00mmx28mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use. However, while prepping the device, the stent came off the catheter. The procedure was completed using another synergy stent. No patient complications were reported.